Event description:
It was reported that the customer had been receiving no delivery alarms. Customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 495 mg/dl and diabetic ketoacidosis. Customer was sick for 4-5 days and was vomiting. Customer was hospitalized overnight for observation and was wearing the pump at the time of the emergency room visit. Customer was vomiting for 3 days and thought she had the flu. Customer was sent to the intensive care unit and was on an insulin drip. Customer kept giving herself insulin. Customer was advised to change the set, reservoir, and insulin. Pump was priming tests and had the correct settings and programming. The needle was not bent. Customer's blood glucose level at the time of the call was 500 mg/dl. Customer stated that they have a back-up plan. Customer had symptoms of high blood glucose levels including irritability. It was explained that high blood glucose levels are often caused by site/set issues. No further assistance needed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. No excessive no delivery alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, reservoir tube window, battery tube threads, and minor scratches on the display window.